Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
Reportedly, the customer had a transducer kit with a faulty line. The patient was found bleeding arterially because the line became disconnected at the vamp. The patient is doing fine. No patient injury was reported.

Manufacturer narrative:
One (1) single dpt - vamp adult kit was returned for analysis. Blood was visible inside the kit and at the male connector at the end of the line. The tubing was completely detached from the solvent bond joint with the reservoir stopcock. Both bonding surfaces from the reservoir stopcock and tubing were examined. Indication of bonding solvent was present on small areas of both bonding surfaces. The outer diameter of the tubing was measured and was found within the allowable specification. The complaint was confirmed and is considered related to the manufacturing process. Additional actions are currently being evaluated. A device history record review was complete and documented that the device met all specifications upon distribution.